Event description:
Reference number (B)(4). Event occurred in the united states: it was reported that patient experienced an event of infusion set kinked cannula on (B)(6) 2025. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.